Manufacturer narrative:
The device has been received for evaluation; however, device evaluation is not yet complete. A supplemental report will be filed upon completion of the evaluation. Per tandem's user guide: your t:slim x2 pump is watertight to a depth of 3 feet for up to 30 minutes (ipx7 rating), but it is not waterproof.

Event description:
It was reported that pump fell into water and the screen no longer works. Reportedly, the customer reverted to an alternate method of insulin therapy. Customer¿s blood glucose level was 318 mg/dl.